Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, when the doctor approached between the lobes with the reload and tried to press the green button to begin to fire, the handle could not be squeezed. A new device was used to complete the case. There was no injury.